Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there were no visuals and ultrasound image was not working. There were no reports of patient involvement.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information g1: correction h2: additional information, device evaluation, correction h3: additional information h4: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing ke-45 at forceps cover and pink probe is cut. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely cause was also not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.